Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from the (B)(6) of abdominal pain and cloudy dialysate in a patient coincident with dianeal pd2 therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapies was stopped on an unreported date. On an unreported date in (B)(6) 2012, the caregiver contacted baxter (B)(4) and reported the following. On (B)(6) 2012, the patient experienced abdominal pain and cloudy dialysate. On (B)(6) 2012, the patient was hospitalized for the abdominal pain and cloudy dialysate and suspected peritonitis. On an unreported date in (B)(6) 2012, the patient began remedial treatment for the abdominal pain and cloudy dialysate with vancomycin (500mg with 100ml "pnss", over one hour, every five days). The patient is on hold with pd as having pd catheter repositioning. This peritonitis event was not resolved.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.